Manufacturer narrative:
No problems were found during the initial investigation of the returned cycler. A successful prime and alarms test was performed with no issues identified. There is no evidence that nxstage device or therapy contributed to pt's death. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
The home training nurse reported the pt died during a routine hemodialysis treatment. The pt was found unconscious by her husband who stated that it was a normal run, no symptoms experienced, she felt fine and vitals were normal. The pt was scheduled to see a surgeon to evaluate small aortic aneurysm. An autopsy will not be performed. No further info was provided.